Event description:
During an af procedure, the procedure was not able to be completed successfully. When the catheter was connected, there was a lot of magnetic distortion and it was high. The prs-a, the fluoroscopy, and the magnetic field frame were moved with no resolution. The study was exited. When reentering the study, an error on the current generator appeared saying "ensite x not connected, waiting for ensite amplifier ¿ check fiber cable." The optical fiber was switched, the current, ensite x amplifier, and dws were restarted several times with and without the cables, only with the optical fiber, with no resolution. The current generator was changed with no resolution. The amplifier was replaced with no resolution. The procedure could not be completed, only the common flutter with a non-abbott catheter (boston scientific blazer). After the procedure, the dws was turned off again for 15 minutes to let the capacitors unload. Everything was turned back on, and the issue was resolved. There were no adverse consequences to the patient.